Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in a mildly tortuous and moderately calcified vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During a vascular access intervention therapy procedure, it was noted that the balloon ruptured at 8atm upon the first inflation. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient was stable post procedure.